Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm, post-reset ram crc alarm. The customer's blood glucose values were 120 mg/dl, greater than 102 mg/dl. Troubleshooting was performed. The customer not able to clear the stuck button alarm. Customer was able to clear the pump error alarm and rewind the insulin pump. Customer reported that insulin pump has blank screen, buttons were depressed for more than 3 minutes. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.